Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information - additional / device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation ¿ additional h6: investigation findings - additional.

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and failed due to receiver won't turn on. Receiver boot test was performed and failed due to receiver won't turn on. Functional test was not performed due to receiver won't turn on. A touchscreen manual button test was and failed due to receiver won't turn on. Device was not opened for internal inspection. The receiver log was not downloaded for review due to receiver won't turn on. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.